Event description:
The facility returned the device for service. During service the baxter repair technician noted fail code 500 in the event history. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
Evaluation summary: during product evaluation, fail code 500 could not be duplicated and no action was necessary for this fail code. This issue is currently being investigated under. Review of the complaint history reveals similar reports have been received for this product for the reported issue.